Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with hysterectomy due to cystocele, enterocele, and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent a mesh excision procedure on (B)(6) 2009 due to mesh exposure at the vaginal cuff causing pain and infections. Also, the patient underwent a partial mesh removal procedure on (B)(4)(B)(6) 2013 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06043. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, recurrent urinary tract infection, incontinence. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion. (B)(4).